Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the shaft of the device was not rotating at all. A second like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) blade seized/stopped. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of a voluntary medwatch (B)(4).